Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had only the g on the keypad come on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad only g comes on' which was reproduced during incoming testing. The cause was determined to be a keypad not functioning. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.